Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
Oracle ro (B)(4): it was reported that the flow accuracy was too high. Patient involvement is unknown.

Manufacturer narrative:
B5: additional information received by (B)(6) medical/ICU on 10-may-2022 via email and attached to complaint object: no patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found that the tamper seal was peeling. There was no evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. Upon running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications which was the cause of the reported problem. For corrective action the expulsor was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.